Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported unit has been had issue with port needle line cracking. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack in the infusion set was inconclusive due to the sample condition. Two photographs of the implicated 20g x 1¿ powerloc max infusion set were returned for evaluation. The y-site of the device was within frame of the photograph while the rest of the device was outside the frame of the photograph. An injection cap was attached to the y-site and an orange cap was partially attached to the injection cap. No cracks or damage were observable in the returned photographs. Microscopic examination and functional testing could not be conducted without the receipt of the physical sample. Therefore, the reported failure mode could not be confirmed, and a specific root cause could not be identified. Possible contributing factors for a leak at the connection could include a cracked luer adaptor or incompatibility with an interfacing device. If the physical sample is returned at a later date, this evaluation will be updated with the relevant information. A lot history review (lhr) of asgsfc059 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported unit has been had issue with port needle line cracking. No other information was provided. Additional information received 12/22/2022: it was reported by bd sales rep the cracks are occurring at the luer connector, where the needleless injection cap is attached.

Event description:
It was reported unit has been had issue with port needle line cracking. No other information was provided. Additional information received 12/22/2022: it was reported by bd sales rep the cracks are occurring at the luer connector, where the needleless injection cap is attached.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.